Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to clip caught at the distal end can include, but not limited to, manufacturing, inadequate nick and spread, user pulls back on device during clip deployment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using a starclose device after an interventional lower extremity angiogram procedure with an 6f sheath. Reportedly, the starclose device did not deploy correctly as it remained on the distal end of the device. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.